Manufacturer narrative:
Complaint was re-opened following the reception of new data for analysis. Please refer to the updated attached analysis report.

Event description:
Reportedly, on (B)(6) 2022, the ICD ulys vr 2240, s/n (B)(6) was implanted with the lead invicta 1cr58, sn (B)(6). On (B)(6) 2022, a remote critical alert reporting that the device has reached rrt has been received. As reported the electrical parameters are unchanged and no intervention or medical procedure have been performed except a lead reposition on (B)(6) 2022. In-house follow-up was performed on (B)(6) 2022 which confirmed the drop of the battery voltage. Device was replaced on (B)(6) 2022.

Event description:
Reportedly, on (B)(6) 2022, the ICD ulys vr 2240, s/n (B)(4) was implanted with the lead invicta 1cr58, sn (B)(4). On (B)(6) 2022, a remote critical alert reporting that the device has reached rrt has been received. As reported the electrical parameters are unchanged and no intervention or medical procedure have been performed except a lead reposition on june 2022. In-house follow-up was performed on (B)(6) 2022 which confirmed the drop of the battery voltage. Device was replaced on (B)(6) 2022.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. On (B)(6) 2022 a preliminary report was sent to the customer with the following conclusion and recommendation: review of available data confirmed the reported sudden decrease of the battery voltage. Recommended replacement time was reached on (B)(6) 2022. A malfunction of the device can be suspected but based on available data neither be confirmed nor excluded. For patient safety a re-intervention to replace the device should be considered.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Corrected data: b1, b2, h3 please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2022, the ICD ulys vr 2240, s/n (B)(6) was implanted with the lead invicta 1cr58, sn (B)(6). On (B)(6), 2022, a remote critical alert reporting that the device has reached rrt has been received. As reported the electrical parameters are unchanged and no intervention or medical procedure have been performed except a lead reposition on (B)(6) 2022. In-house follow-up was performed on (B)(6) 2022 which confirmed the drop of the battery voltage. Device was replaced on(B)(6) 2022